Event description:
It was reported that in the first year, the patient had the implant, they had walked through a metal security gate and it toggled the implant to a higher stimulation level. It was noted, the patient felt like they were being electrocuted or shocked. It was noted, they had used a magnet to ¿take it back down eventually.¿

Manufacturer narrative:
(B)(4).